Manufacturer narrative:
(B)(4). The customer reported a "burning smell" from the device. The product analysis lab (pal) evaluated the device. A review of the devices logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. There was no evidence of smoke stain or smell on device. The reported issue of burning smell was neither confirmed nor duplicated during pal evaluation. The assignable cause was undetermined. The device was sent for normal servicing.

Event description:
The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) machine during use. The care giver (cg) stated the home patient (hp) smelled something burning. The hp powered off and disconnected from the hc. The hp had manual supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.